Event description:
It was reported that upon removing the cre 18mm x 20mm balloon catheter from its packaging, during an esophageal dilatation procedure, the distal end of the catheter was bent. It was further noted that the device's package had not been damaged. The device was not used and another of the same device was used to complete the procedure. The patient's status is reported as "fine".